Event description:
It was reported that the customer passed away due to heart related and high blood glucose. It was stated that the customer was not wearing the insulin pump at time of death, and he was on shots. The caller stated that the customer was in a car accident, and she went to rehabilitation. The caller does not know where the insulin pump was. It was mentioned that the customer had alzheimer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.